Event description:
It was reported that the flow test was failed during inspection in an arctic sun device. Per review of wo on (B)(6) 2024 , there was no patient involvement. Per follow up information received via phone on (B)(6) 2024 , the device will be sent in for a bd-approved facility for evaluation. The issue has not been resolved yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Flow deviation was out of tolerance. Replaced flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow test was failed during inspection in an arctic sun device. Per review of wo on 22may2024, there was no patient involvement. Per follow up information received via phone on 23may2024, the device will be sent in for a bd-approved facility for evaluation. The issue has not been resolved yet.